Event description:
It was reported that the right ventricular lead exhibited high pacing thresholds, low lead impedance and was under sensing. The lead was explanted and replaced during routine device change.

Manufacturer narrative:
Final analysis found insulation abrasion at 23.0 cm to 23.6 cm from the connector pin, due to clavicle crush. This likely contributed to the reported under sensing, unacceptable thresholds and resistance too low lead impedance.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.